Manufacturer narrative:
The returned cryoablation catheter was visually inspected and functionally tested. The visual inspection showed that the catheter was full of blood. The shaft was kinked at 3.33" and 4.02" proximal from the tip end respectively and was snapped at 5.46" proximal from the tip. Smart chip verification showed that the catheter has not been used. Without reprogramming the catheter, it was connected to the console and the catheter was recognized followed instantaneously by a system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Optical examination revealed that the pebax material (first lumen) was snapped in half. The etched ptfe liner was not snapped but punctured. The braid wires were distorted and some broken (sharp edge). Unable to deflect the catheter because of the snapping. Further investigation of the pull wire showed that the pull wire was kinked at the same location where the shaft was kinked and snapped (3.36", 4.13" and 5.29" proximal from the tip end respectively). No pull wire breakage was observed. The coaxial umbilical was returned and showed traces of blood on the male coaxial connector (end facing catheter) and within the injection line. A console check was performed on site due to the report of blood in the co-axial umbilical connector. The console's blood bottle, sub-cooler, green injection tube, and clear flow tube were replaced. The st. Jude medical fast-cath sheath will be returned to the manufacturer.

Event description:
Information received by medtronic indicates that the medtronic 7fr cryoablation catheter was being used with a st. Jude medical fast-cath 7f sheath. The user reported that the cryoablation catheter had been deflected, but would not un-deflect. The user had trouble retracting the cryoablation catheter into the sheath and pulled hard to get it into the sheath. Once retracted and out of the sheath, the user reported that the outer coating of the catheter had split and blood was in the coaxial umbilical and coaxial connector to the cryoconsole. The blood was wiped off and out of the coaxial connector, a new coaxial umbilical and catheter were plugged in and the procedure was completed. There were no patient complications.